Manufacturer narrative:
This event occured in (B)(6). No information was provided on the specific part number involved in this event.

Event description:
The customer alleged they received a questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) result for one patient on their e601 analyzer. Repeat testing was performed on the same day as the initial test. The patient's initial hcgb result was <0.01 ui/l accompanied by a data flag and it was reported outside the laboratory. The physician complained about the initial result because the "test pack" for the patient was positive. The first repeat result was 434.1 ui/l. The second repeat result was 420.4 ui/l. It was unknown if the patient was adversely affected by this event. The hcgb reagent lot number was 169563 and the expiration date was not provided.

Manufacturer narrative:
A specific root cause could not be determined with the information provided. The calibration and quality control data were within specification, a reagent issue was not identified.